Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer would address the occlusions by performing the load process and resumed insulin delivery. A system check was performed by tandem clinical support (clss) and the customer failed to properly cycle the cartridge. Clss educated the customer to properly cycle the cartridge before use. Ultimately, the customer changed the pump supplies. There was no adverse impact to customer¿s blood glucose level.